Event description:
An axsym bhcg result of 1,978 mlu/ml was reported on a pregnant patient. The patient was redrawn 4 days later and the bhcg result was 129,960 mlu/ml. The physician questioned the results. The customer then retested the first specimen and the result was 108,754 mlu/ml. No impact to patient management was reported.